Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus europe se co. & kg (oekg) for evaluation. The tissue pad of the subject device was slightly damaged. The probe shows signs of burns. Pictures were attached to the evaluation result. When we checked the pictures, we found that the following. The tissue pad of the device was worn. The coating for electric insulation of the probe was partially missing. The manufacturing history record was not reviewed yet. A supplemental report will be submitted, if additional or significant information becomes available at a later time. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Manufacturer narrative:
This is a supplemental report to provide additional information. When the factory of aomori olympus checked the pictures which olympus europe se co. & kg (oekg) took the subject device, the factory of aomori olympus found that the following in addition to the follow-up report #1. *the coating for electric insulation of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp instrument. The above device handling has warned in the instruction manual as follows. *if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a thoracotomy, the subject device was used. When the device was inserted, small pieces of the teflon coating were detached. The user replaced the first device with the second device. A similar event occurred with the second device. The user replaced the second device with the third device. There was no report except for the delay of the procedure. There was no patient injury reported. This is the report for the second device.